Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 2.2, lab: 3.5; 2.1, 3.5. Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, inr: 2.2; 2.1.